Manufacturer narrative:
Event summary: as reported, during inspection of incoming product a black particle was found within the primary packaging of a roadrunner the firm hydrophilic wire guide. There was no patient involvement. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. The customer did not return the complaint device for evaluation. However, photos were provided of the complaint device. The photos show an unopened package with a black particle inside the packaging. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿sterile if package is unopened and undamaged. Do not use the product if there is doubt as the whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint was confirmed based on customer testimony and evaluation of the photos provided. Cook has concluded manufacturing/quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information since the last report was submitted.

Event description:
As reported, during inspection of incoming product a black particle was found within the primary packaging of a roadrunner the firm hydrophilic wire guide. There was no patient involvement.

Manufacturer narrative:
(B)(4). PMA/510k # k182985 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.